Event description:
It was reported that two pmw35 were used during an unknown procedure. It was reported by the affiliate that the staplers jammed and the clips would not hold. There was no consequence to the patient.